Event description:
It was reported that the paramedics were called due to customer's blood glucose readings going down to nearly 34 mg/dl. Paramedics were able to bring the customers blood glucose readings back up and the customer was not transported to the emergency room. Customer stated that the event was not related to the insulin pump and the cause of the low blood glucose readings was not eating after work. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.